Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. Customer stated that a few days earlier he was hospitalized for hypoglycemia. No blood glucose level was provided at the time of the call. Troubleshooting was performed basal rates and settings in the insulin pump were correct. Ran a fixed prime test and passed. High pressure test could not be performed because customer did not have the tubing clamp. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.